Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged a discrepant result for a single patient while using the cobas sars-cov-2 & influenza a/b nucleic acid test on the cobas liat system. The alleged sample initially generated negative results for influenza b two times using the eplex assay. The same sample was retested on the cobas liat analyzer which yielded a positive result for influenza b. The initial negative results were not released. The positive result from the cobas liat was believed to be correct based on the symptoms of the patient. No harm was alleged. An investigation is being conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.

Manufacturer narrative:
The liat analyzer serial number was (B)(4). The investigation is ongoing.

Manufacturer narrative:
Based on the symptoms the patient experienced and review of the cobas liat run, the flu b positive result generated is considered a true positive. The product is working as expected. According to the method sheet, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. In this case, the patient exhibited flu b symptoms which align with the cobas liat result.